Manufacturer narrative:
Multiple products were used including: catalog # lot # qty: 54750016550 h5180859 1; 6430530 unk 3. Although it is unknown which product contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent posterior lumbar interbody fusion at l4/5. Intra-op, surgeon conducted compression at the right side of l4/5 and after breaking off set screw, inserted a rod at left side of l4/5 then broke off set screw at the left side of l5. Also the surgeon performed compression at the left side of l4/5 after inserting set screw at left side of l4. The left side of l4 screw was temporarily fixed. During final tightening, the set screw could not be broken off and was spinning when the last load was applied. The set screw was replaced (3 times) but nothing changed, so screw was replaced and procedure was finished successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review identified remaining mas break-off tab visually bent. Dimensional examination identified ~1mm deviation from nominal at the top of the tab. The above observations are consistent with bend stress on the mas tabs prior to attempted set screw insertion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.